Event description:
It was reported that the customer experienced a low blood glucose (bg); value was not provided. Reportedly the customer's low bg led to a seizure between december 21 and 22, 2025. Reportedly the pump software malfunctioned and administered insulin despite the low bg; however, the allegation could not be confirmed. The customer recovered after consuming sugar. No additional details were provided.